Manufacturer narrative:
B3 - date of event: used the first date of the month of aware date as no information was provided. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed using this device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
B3 - date of event: updated to 04/23/2024. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 14 atmospheres for 30 second. The device was removed without any problem, and the procedure was completed using this device. No complications were reported, and the patient was in good condition after the procedure. It was further reported that the target lesion was located in the left superficial femoral artery.